Event description:
20 ga IV catheter showed signs of leaking where the catheter tube meets the plastic hub. I was able to access the patient's vein great and when I began to test flush with saline, by hand, I noticed the leak. When I drew back on the saline flush you can see tiny air bubbles and actually hear the air in the line. I removed the IV and unfortunately had to start a new one. The lot number is 4093240, exp 2027-03-31.